Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the handle on the impactor for pfna blade is loose.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
An evaluation was conducted and it states that the measurable dimensions were checked and found to be in compliance with the specifications. The exact cause cannot be determined, but the most likely reason why the weld of the impactor broke off is a mechanical overload situation. Based on the analysis, a manufacturing fault can be ruled out as the manufacturing documents were reviewed and no discrepancies to the specifications were found. No product fault could be detected.